Manufacturer narrative:
On (B)(6) 2022, we could get new information from the author. [Questions & answers]. 1. Were there any malfunction of olympus? No, there weren't. 2. Why did some patients need the emergency endoscopy? Due to treatment 80% of these with hematemesis. No other information was reported. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "endoscopic closure utilizing endoloop and endoclips after gastric endoscopic submucosal dissection for patients on antithrombotic therapy". The literature reported the result of early gastric cancer patients on antithrombotic therapy who underwent endoscopic submucosal dissection (esd) procedure using olympus kd-611l and another device between january 2010 and january 2019. In the literature, it was reported complication as follows; post-esd bleeding (47 cases). The literature states the following; all post-esd bleeding was found during emergency endoscopy. There are not mentioned that these complications were related to the subject device in question. However, omsc assumes that "post-esd bleeding" might be related to the subject device, and the subject device might be caused or contributed to a death or serious injury. Therefore, omsc determined that the "post-esd bleeding" was adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit a medical device report (MDR) depending on the event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.